Event description:
The patient was revised on the right hip due to infection. An antibiotic cement spacer was implanted. Previous revision for infection of unknown manufacturer.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. Catalog numbers and lot codes of other devices listed in this report: cat # unk, lot # unk, description: unknown tritanium cup; cat # unk, lot # unk, description: unknown head; cat # unk, lot # unk, description: unknown restoration mod stem. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device eval: hospital retained.